Event description:
The device was returned due to the pump having an air in line sensor failure. The results of the investigation found that the device's air detector was non-functional. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, and a non-functional air detector was found. The air detector was replaced to fix the issue.